Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the DHR found that the driver passed all the release criteria. The device was released in 04/2017 and is approximately 2.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed.

Event description:
It was reported that on 07/07/2019 at 1335 a patient on the 7th floor had a sudden change in condition and a code blue was called. The code blue team arrived and started suctioning and clearing the patient airways while CPR was being administered. During the code the ER physician began to intubate the patient. After interviewing staff involved, they stated the io battery was low and the battery died while the io was being inserted. The team was able to obtain another io and the patient was successfully intubated and transferred to ICU. Patient did well and was discharged from ICU without further medical issue/s. The cause of the code was believed to be aspiration.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2019 @ 1335 a patient on the 7th floor had a sudden change in condition and a code blue was called. The code blue team arrived and started suctioning and clearing the patient airways while CPR was being administered. During the code the ER physician began to intubate the patient. After interviewing staff involved, they stated the io battery was low and the battery died while the io was being inserted. The team was able to obtain another io and the patient was successfully intubated and transferred to ICU. Patient did well and was discharged from ICU without further medical issue/s. The cause of the code was believed to be aspiration.